Manufacturer narrative:
On an unreported date ¿about two weeks ago¿ the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling ¿sick¿ (not further specified). The cause, treatment and the patient outcome of the peritonitis was not reported. The patient was not admitted to the hospital for the events. It was not reported if pd therapy was ongoing. No additional information is available.